Event description:
A report was received from (B)(6) stating that an 840 ventilator stopped cycling while in use of a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The evaluation of the device is still ongoing and has not been completed. (B)(4).